Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating this issue.

Event description:
A discordant, falsely depressed adrenocorticotropic hormone (acth) result was obtainted on the immulite 2000 xpi system. The initial result (<5 pg/ml) was reported out to the physician(s) and the result was questioned. Repeat testing was performed in duplicate on the same system and patient sample. The customer stated that repeat results were higher, clinically fitted, and that internal quality control (icq) and external quality assurance (eqa) were acceptable. A corrected report was issued.there are no known reports of patient intervention or adverse health consequences due to the falsely depressed acth patient result.

Manufacturer narrative:
Siemens filed the initial MDR on 27-feb-2018. Additional information (16-march-2018): headquarter support center (hsc) specialists reviewed customer's acth kit lot 305 adjustments and quality control (qc) data and those were within ranges and comparable with release data. An investigation of the data logs was performed and concluded that no significant system errors were detected during the time the sample was processing. The hsc specialists have determined the possible cause of the discordant is due to bubbles or foam on the sample tube as data logs indicate an inconsistency in the sample level sense of the initial result. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Method code(s): 3372 - analysis of data (logs); result code(s): 213 -no failure detected; conclusion code(s): 19-human factors issue.